Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a l3-s1 lumbar fusion spine procedure, the synergy spine software became unresponsive and the navigation system was manually re-booted to restore normal function. The surgeon was using a globus t-lif inserter. No further details regarding this issue, or specifically when it occurred, were provided. It is likely the navigation system became unresponsive on the navigation page. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.